Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator sensed noise on the ventricular channel. The ventricular sensitivity was programmed to a fixed value of 2mv.